Event description:
The customer reported that the device was leaking during a case from one of the cuff channels. There was no bleed-through or blood loss. Two cuffs were in use. A new smartpump and cuffs were brought in, and the case was completed successfully with the alternate equipment. There was no clinically significant delay, medical intervention, or adverse consequences.

Event description:
The customer reported that the device was leaking during a case from one of the cuff channels. There was no bleed-through or blood loss. Two cuffs were in use. A new smartpump and cuffs were brought in, and the case was completed successfully with the alternate equipment. There was no clinically significant delay, medical intervention, or adverse consequences.